Manufacturer narrative:
On (B)(6) 2025, a customer observed uncommanded c-arm movement while a patient was under compression on a selenia dimensions (serial number (B)(6)). There was no patient or user injury reported. The field service engineer (fse) replaced a c-arm brake and both upper and lower backlash gears. The system then passed calibrations and was handed back to the customer. The part was scrapped in error before it reached the manufacturer, so no initial evaluation could be performed. Parts were all original and 3464 days old from the installation date to the date of replacement, (B)(6) 2025. Because no part was available for testing, the investigation will be limited. Once the uncommanded compression arm movement is detected by the system, the system gantry shuts off and reengages the tomo brake, preventing further movement. Due to this feature, the system fails safe. A review of complaint history showed that there were no prior complaints related to uncommanded/uncontrolled compression arm movement. After the c-arm brake and backlash gears were replaced, this behavior has not reoccurred. The probable cause is that the c-arm brake and/or the backlash gears failed due to part wear and tear. Grease between the backlash gears and the c-arm brake was also noted by the fse. The root cause is unable to be determined without the returned part. Conclusion: on the dimensions system, when the tomosythesis (tomo) brake is released, the compression arm may rotate a few degrees. This may occur while a patient is under compression as in this incident. However, this fails safe by, once the uncommanded compression arm movement is detected by the system, the system gantry shuts off and reengages the tomo brake, preventing further movement. In summary, the observed harms are already captured in the system risk file, there was no increase in occurrence, and there was no alleged injury. Therefore, no risk file update, no health risk assessment, and no CAPA is needed at this time. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Sku: sdm-05000-3d3. Serial number: (B)(6). Date of manufacture: 10/5/2015. Installation date: (B)(6) 2015. Incident date: (B)(6) 2025. Closest pm to complaint date: 1/8/2025. Date of part manufacture: unknown. Complaint history review: reviewed the complaints for this system; there were no previous complaints related to uncommanded compression arm movement. DHR review summary: because the parts were original, the DHR was reviewed. Discrepancies: no discrepancies related to the vta brakes listed.

Event description:
It was reported on april 24th, 2025, that the c-arm on a selenia dimensions mammography system, 3d moved without a valid command. A field engineer was dispatched to examine the equipment and determined that the c-arm brakes and gears needed to be replaced. The field engineer replaced the necessary parts and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.